Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. It was reported by the facility representative that after the bath, the personal support worker trimmed the resident's nails. Afterwards, when the caregiver was maneuvering the alenti away from the tub area, the resident was looking at her toes and leaning forward. The castor connected with the threshold near shower and the device tipped forward. As a result of the fall, the resident suffered serious injury of four fractures of distal femur, tibia and ankle and had to undergo surgery. The device was evaluated after the incident by an arjohuntleigh technician and passed functionality check. No malfunction was found therefore it is concluded that the lift was up to manufacturer's specification at the time of incident. When reviewing similar reportable events, a number of cases with similar fault description (alenti tipping) were found. The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about (B)(4) alenti bath chairs, the complaint ratio with this failure mode is considered to be very low. It has to be pointed that the alenti design is attested and fulfills the requirements of the stability and does not tip within normal and on-label use due to a person leaning slightly over. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by tuv in 2004. The instructions for use (IFU version active at a time of distribution of involved alenti: 04.cd.02_7 us,ca dated on april 2004) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations. "The caregivers should assess each resident according to the following criteria prior to use: the resident should understand and respond to instructions to stay seated in an upright position." "Warning! Never leave the resident unattended at any time, particularly when the alenti is in a raised position. Ensure that the resident does not pull or hold on to stable objects such as grab rails, sinks and other equipment at any time particularly while the alenti is being moved or the brakes are applied." "Warning! Before lifting the alenti out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair!" "To avoid the possibility of injury from tipping or other misuse, always ensure that: the equipment is used by appropriate trained staff. The alenti is moved with care, especially in narrow passages and over uneven surfaces. If there is a drain cover in the area where the lift is maneuvered, the drain cover must be smooth and set level with the floor. The slope of the floor does not exceed the ratio 1:50." "After the resident is transferred to the alenti make sure that the resident is sitting straight upright in the middle of the seat." Therefore it appears there has been no technical deficiency with the device and that a use error and unfortunate circumstances caused the event, the most relevant use error being transfer on uneven floor with threshold, leaning of the resident forward and not paying attention of the patient positioning. Looking at the incident scenario it has been established that alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed it is highly probable that this event would not have happened.

Event description:
It was reported by the facility representative that after the bath, the personal support worker trimmed the resident's nails. Afterwards, when the caregiver was maneuvering the alenti away from the tub area, the resident was looking at her toes and leaning forward. The castor connected with the threshold near shower and the device tipped forward.